Event description:
The dealer states that the customer alleges that she was in her apartment and she heard a crack and it would no longer work. The dealer states the customer is in tilt all the time. The service tech states that he checks the chair each time and everything is fine. The service tech states that he doesn't believe the customer leaves the home much. No additional information.